Event description:
It was reported to philips that the system generated the following alert: "image processing (ip)-pc degraded disk bay board. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified outside of clinical use at the time of the event. The philips remote service engineer (rse) connected with the customer and performed remote troubleshooting on the system. Troubleshooting confirmed that the image processing pc (ip-pc) was faulty and needed to be replaced. Philips provided a quote to the customer to have the ip-pc replaced, but the customer cancelled the quote; no device repair or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.